Manufacturer narrative:
The customer¿s report that the male connector broke was confirmed. During visual inspection it was noted that the set¿s distal male luer spin collar was cracked and broken with approximately half of the top portion of the spin collar missing. Inspection of the damaged component under magnification showed whitish colored scratches and stress markings around the missing portion of the spin collar. Functional testing showed no flow issues. Pressure testing could not be performed due to the damage to the male luer. The root cause of the broken male luer spin collar could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the primary IV tubing's male connector broke when attempting to fasten to the IV. There was no report of patient harm.